Event description:
It was reported that high impedance was found on the patient's device during clinic after performing interrogation three times. It was indicated that x-rays were going to be performed. It was indicated by the patient's parents that the patient has had no reported trauma. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient was evaluated at emu and was determined that her current episodes are non-epileptic. The patient's device has been turned off.